Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced an undefined major adverse cardiac event (mace). The 75% stenosed target lesion was in the circumflex artery (cx) with a 2.5mm reference vessel diameter and a 18mm lesion length. A 3x20mm liberte stent was implanted. Residual stenosis was 5%. The procedure was a technical success.the patient was discharged one day after the index procedure without anginal complaints or silent ischemia. Medications were asa 160 indefinitely and clopidogrel 75 for one month. The patient had experienced an undefined mace. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.